Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as "did not maintain aseptic technique". The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as onset of peritonitis the patient was hospitalized for the peritonitis event. The patient was treated with unreported intraperitoneal antibiotics. Pd therapy was ongoing. The patient was discharged three days after admission. At the time of this report, the patient was recovering from this peritonitis event and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.